Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's niece contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was displaying the "apply sample" icon. The complaint was classified based on the customer care advocate (cca) documentation. The patient's niece reported the alleged issue began on (B)(6) 2011 at 12:00pm. The niece informed the cca that the patient manages her diabetes with pills and diet/exercise. At the time the alleged issue began, the niece indicated the patient did not take any action regarding her diabetes management. A day after the alleged issue began, the niece stated the patient was feeling nauseas, thirsty, and had symptoms of blurry vision. In spite of the patient's symptoms, the niece indicated the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the correct test strips were used; however the cca discovered that the patient's process for testing was incorrect. According to the cca documentation, the patient was applying the blood sample on top of the test strip. The cca educated the niece on the proper blood testing procedure. The alleged issue was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient's niece claims the patient was unable to test her glucose due to the reported issue and reportedly developed symptoms of hyperglycemia after the reported issue began.